Event description:
During the device evaluation, tears were observed on the pink rubber of the ultrasonic gastrovideoscope. No patient involvement occurred.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.